Manufacturer narrative:
The technician replaced the left foot end brake caster to repair the stretcher.

Event description:
Information received indicates the left foot end caster is not holding when in brake mode.